Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on ("b)(6)" 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver log download and functional testing were unable to be performed. The receiver download was able to be performed with main board separated from the u1 board and it shows perpetual reboot. The receiver case was opened and the internal inspection passed. The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.